Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. During troubleshooting for the current occlusion alarm, a new cartridge was loaded and the pump performed as intended. Customer's blood glucose level ranged between 100-140 mg/dl.